Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified there is no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported failure to advance. It may be possible that during the attempt to cross the lesion, while pushing against resistance, the pressurewire was damage/kinked resulting in resistance/difficulty during removal; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure in the heavily tortuous and moderately calcified left anterior descending artery. Difficulty was met while advancing the pressurewire x into the lesion due to the tortuosity. There was strong resistance felt inside the guiding catheter when the device was removed from the patient body to reshape the tip form. The same device was inserted into the guiding catheter; however resistance was felt. Another pressurewire was used to continue and complete the procedure with no adverse patient consequences. There was no clinically significant delay in the procedure. No additional information was provided.